Event description:
Bayer case number: (B)(4) diffuse and constant pain [diffuse pain] fibromyalgia [fibromyalgia] fatigue [fatigue] dizziness [dizziness] tendinopathy with macrocalcification of the left shoulder for nine years [tendinopathy] tendinopathy with macrocalcification of the left shoulder for nine years [tendon calcification] raynaud¿s syndrome [raynaud's syndrome] sleep apnoea [sleep apnoea] sleeve [sleeve gastrectomy] perimenopause [perimenopause] she has pain all over [general body pain] as well as pain on the lateral side of both hips. [Painful hips] sicca syndrome [sicca syndrome] she has at least 12 enthesitis on palpation [enthesitis] hyperkeratosis [hyperkeratosis] severe pain on palpation of the bilateral gluteus medius [localised muscle pain] left perirochanteric calcification, [articular calcification] sacroiliac osteoarthritis, [sacro-iliac spondylosis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of diffuse pain ("diffuse and constant pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and obesity. On (B)(6) 2014, the patient had essure inserted. In 2019 she underwent sleeve gastrectomy ("sleeve"). On (B)(6) 2026 she experienced diffuse pain (seriousness criterion medically important), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and dizziness ("dizziness"). On unknown date she experienced tendon disorder ("tendinopathy with macrocalcification of the left shoulder for nine years"), tendon calcification ("tendinopathy with macrocalcification of the left shoulder for nine years"), raynaud's phenomenon ("raynaud¿s syndrome"), sleep apnoea syndrome ("sleep apnoea"), menopause ("perimenopause"), general body pain ("she has pain all over"), arthralgia ("as well as pain on the lateral side of both hips."), sicca syndrome ("sicca syndrome"), enthesopathy ("she has at least 12 enthesitis on palpation"), hyperkeratosis ("hyperkeratosis"), myalgia ("severe pain on palpation of the bilateral gluteus medius"), articular calcification ("left perirochanteric calcification,") and spinal osteoarthritis ("sacroiliac osteoarthritis,"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fibromyalgia, diffuse pain, tendon disorder, sleep apnoea syndrome, general body pain, fatigue, dizziness, raynaud's phenomenon, sleeve gastrectomy, menopause, arthralgia, sicca syndrome, enthesopathy, myalgia, articular calcification, spinal osteoarthritis, hyperkeratosis or tendon calcification. The reporter commented: date of occurrence: (B)(6) 2026. In summary: 1. The current clinical picture is not suggestive of chronic inflammatory rheumatism, particularly polyarthritis. 2. Calcific tendinopathy of the supraspinatus with some calcifications. The patient has already had 36 physiotherapy sessions in the past without improvement; she had an infiltration nine years ago which helped her. She does not wish to resume physiotherapy sessions immediately, I have requested an MRI of the shoulder, we can consider a surgical opinion. If surgery is not indicated, ultrasound-guided trituration of this calcification can be considered. We can also consider focal (not radial) shock waves, unfortunately they are not readily available in our region. 3. Bilateral tendinopathy of the gluteus medius with calcification on the left. I prescribed physiotherapy sessions for her. We can consider occasional infiltrations. Non-steroidal anti-inflammatories (nsaids) should be avoided. Short courses of cortisone can be considered. 4. Polyalgic syndrome. Furthermore, the patient has an appointment in internal medicine for further assessment of sicca syndrome with raynaud's syndrome, negative immunological assessment. I advised her to have regular exercise and to do a little more cardio, especially cycling and swimming. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.14 kg/sqm. [Blood test] (date unknown): absence of inflammatory syndrome, a negative rheumatoid factor, and negative antinuclear antibodies against extractible nuclear antigen (ena) and double-stranded dna. [X-ray] (date unknown): left perirochanteric calcification, sacroiliac osteoarthritis, and macrocalcification in the left shoulder. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Diffuse and constant pain [diffuse pain]. Fibromyalgia [fibromyalgia]. Fatigue [fatigue]. Dizziness [dizziness]. Tendinopathy with macrocalcification of the left shoulder for nine years [tendinopathy]. Tendinopathy with macrocalcification of the left shoulder for nine years [tendon calcification]. Raynaud¿s syndrome [raynaud's syndrome]. Sleep apnoea [sleep apnoea]. Sleeve [sleeve gastrectomy]. Perimenopause [perimenopause]. She has pain all over [general body pain]. As well as pain on the lateral side of both hips. [Painful hips]. Sicca syndrome [sicca syndrome]. She has at least 12 enthesitis on palpation [enthesitis]. Hyperkeratosis [hyperkeratosis]. Severe pain on palpation of the bilateral gluteus medius [localised muscle pain]. Left perirochanteric calcification, [articular calcification]. Sacroiliac osteoarthritis, [sacro-iliac spondylosis]. Case narrative: the below report was received by health authority ansm (reference number: r2607194) on 10-mar-2026. The most recent information was received on 18-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of diffuse pain ("diffuse and constant pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and obesity. On (B)(6) 2014, the patient had essure inserted. In 2019, she underwent sleeve gastrectomy ("sleeve"). On (B)(6) 2026, she experienced diffuse pain (seriousness criterion medically important), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and dizziness ("dizziness"). On unknown date she experienced tendon disorder ("tendinopathy with macrocalcification of the left shoulder for nine years"), tendon calcification ("tendinopathy with macrocalcification of the left shoulder for nine years"), raynaud's phenomenon ("raynaud¿s syndrome"), sleep apnoea syndrome ("sleep apnoea"), menopause ("perimenopause"), general body pain ("she has pain all over"), arthralgia ("as well as pain on the lateral side of both hips."), sicca syndrome ("sicca syndrome"), enthesopathy ("she has at least 12 enthesitis on palpation"), hyperkeratosis ("hyperkeratosis"), myalgia ("severe pain on palpation of the bilateral gluteus medius"), articular calcification ("left perirochanteric calcification,") and spinal osteoarthritis ("sacroiliac osteoarthritis,"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fibromyalgia, diffuse pain, tendon disorder, sleep apnoea syndrome, general body pain, fatigue, dizziness, raynaud's phenomenon, sleeve gastrectomy, menopause, arthralgia, sicca syndrome, enthesopathy, myalgia, articular calcification, spinal osteoarthritis, hyperkeratosis or tendon calcification. The reporter commented: date of occurrence: on (B)(6) 2026. In summary: 1. The current clinical picture is not suggestive of chronic inflammatory rheumatism, particularly polyarthritis. 2. Calcific tendinopathy of the supraspinatus with some calcifications. The patient has already had 36 physiotherapy sessions in the past without improvement; she had an infiltration nine years ago which helped her. She does not wish to resume physiotherapy sessions immediately, I have requested an MRI of the shoulder, we can consider a surgical opinion. If surgery is not indicated, ultrasound-guided trituration of this calcification can be considered. We can also consider focal (not radial) shock waves, unfortunately they are not readily available in our region. 3. Bilateral tendinopathy of the gluteus medius with calcification on the left. I prescribed physiotherapy sessions for her. We can consider occasional infiltrations. Non-steroidal anti-inflammatories (nsaids) should be avoided. Short courses of cortisone can be considered. 4. Polyalgic syndrome. Furthermore, the patient has an appointment in internal medicine for further assessment of sicca syndrome with raynaud's syndrome, negative immunological assessment. I advised her to have regular exercise and to do a little more cardio, especially cycling and swimming. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.14 kg/sqm. [Blood test] (date unknown): absence of inflammatory syndrome, a negative rheumatoid factor, and negative antinuclear antibodies against extractible nuclear antigen (ena) and double-stranded dna. [X-ray] (date unknown): left perirochanteric calcification, sacroiliac osteoarthritis, and macrocalcification in the left shoulder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.